Event description:
It was reported during routine check by at hospital; the handpiece stalled and was hot when running for less than 1 minute. There was no patient involvement.

Manufacturer narrative:
(B)(4). Product analysis found we could not verify customers concerns regarding overheating. Unit was not working when arrived. Motor/cable subassembly was damage. The motor/cable subassembly, bearings and other parts needed to be replaced what due to corrosion. The unit was tested and passed all manufacturing specifications, and was returned to the customer.